Manufacturer narrative:
The user facility report to the national authority is the only source of information. There was no involvement of dräger sales & service into the repair or any follow-up measures after the event - no further information could be obtained. The given information does not allow a case-specific valuation. The extent to which the touchscreen was misaligned or inoperable could not be determined. The root cause can be related to technical issues, mechanical damage or other factors. It can further not be excluded that a recalibration of the touch screen could have solved the issue. However, due to a lack of information, a differentiation is not possible. An impaired or lost touch screen function is obvious for the user and has no effect on the ongoing ventilation. Interaction with the device for e.g. Changing the ventilation parameters may be restricted. Since there are no more information available, a more in-depth investigation is not considered necessary.

Event description:
It was reported that "the touchscreen malfunctioned during machine operation, making it impossible to adjust parameters." There was neither an indication for a patient involvement nor an injury or health impairment in the report.